Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on (B)(6) 2016, the patient experienced a blood glucose of 46 mg/dl with seizure, difficulty speaking, unsteadiness when standing and walking, severe dizziness and confusion associated with an inaccurate delivery issue. Reportedly, the patient resumed the insulin pump after being treated with a glucagon injection and oral carbohydrates as needed. Troubleshooting was not completed at the time of the call. This complaint is being reported because the patient allegedly experienced hypoglycemia because of an inaccurate delivery issue.